Manufacturer narrative:
The field service engineer (fse) confirmed clenz solution leaked from a clogged pressure port on the diff retic waste chamber. The fse removed the clog and resolved the leak issue. System performance met published performance specification. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the clogged pressure port from diff/retic waste chamber. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately 20 milliliters of clenz solution leaked onto the countertop involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no report of impact to patient results. There was no patient impact associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.